Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: patient weight unknown / not provided. E1: reporter first/given name: (B)(6). E1: health professional: yes. E1: occupation: other health care professional. E1: initial reporter also sent report to FDA: unknown. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. H3 other text : summary investigation.

Event description:
It was reported that the patient experienced infection at implant tooth site #5, with associated pain and inflammation. Therefore, the implant was removed.